Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: yes, this was performed after the device was removed from the trocar. The device did not get stuck onto tissue/vessel. The device appeared to be stuck after firing on fibrous tissue and then would not open.

Manufacturer narrative:
(B)(4). Additional information: batch m9020c. The device was received with the electrode and ceramic separated as one piece still attached to the active rod. Upon visual inspection to the device, no anomalies were observed with the I-blade as reported in the event description. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling close. This is due the interference between the blade and electrode. No anomalies were observed with the opening of the device. There is insufficient evidence related to what caused the damage on the device.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, in thick and fibrous tissue after firing the knife blade broke or became jammed in the device and the handle would not release. The device was removed from the trocar and the blade still seemed to be jammed or stuck. Another like device was used to complete the procedure. There were no adverse consequences for the patient.